Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause, but further information was unable to be obtained.

Event description:
It was reported that this right atrial (ra) lead exhibited low impedances, high thresholds, and noise. The pacemaker system was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. There was no visible damage noted via fluoroscopy or visual inspection. This ra lead was plugged into the ra port, and the crt-p was programmed to vvi due to chronic atrial fibrillation (af). It was noted that the physician was not concerned with ra pacing. This ra lead remains implanted. No additional adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was surgically abandoned and replaced due to known impedance issues and elevated thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited low impedances, high thresholds, and noise. The pacemaker system was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. There was no visible damage noted via fluoroscopy or visual inspection. This ra lead was plugged into the ra port, and the crt-p was programmed to vvi due to chronic atrial fibrillation (af). It was noted that the physician was not concerned with ra pacing. This ra lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding event cause, but further information was unable to be obtained.